Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to connect to its external devices. This issue was not able to resolve with troubleshooting. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of system problem was confirmed. Analysis found the device was returned in the same condition as noted in the field. It had been programmed to surgery mode most likely during explant. It had 2 burst programs so communication and ipg log extraction using a lab standard clinician programmer (cp) with app version 2.02 was unsuccessful when attempting to communicate with the device. A patient controller (pc) with app version 2.02 was able to communicate normally with the ipg. The root cause was due to the device being programmed to surgery mode and being exposed to a high current event. When this occurs the ipg msp430 firmware is corrupted, which results in the inability to program the device to a burst program using a cp with app version 2.0. If the device has a tonic program, the patient could query their device and change to a tonic program using a pc with app version 2.0. Burst programming can only be performed using a cp with app version 1.1. A cp or pc with version 2.0 will not be able to set a device to a burst program, after the surgery mode sequence of events occurs. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.

Manufacturer narrative:
The reported observation of system problem was confirmed. Analysis found the device was returned in the same condition as noted in the field. It had been programmed to surgery mode most likely during explant. It had 2 burst programs so communication and ipg log extraction using a lab standard clinician programmer (cp) with app version 2.02 was unsuccessful when attempting to communicate with the device. A patient controller (pc) with app version 2.02 was able to communicate normally with the ipg. The root cause was due to the device being programmed to surgery mode and being exposed to a high current event. When this occurs the ipg msp430 firmware is corrupted, which results in the inability to program the device to a burst program using a cp with app version 2.0. If the device has a tonic program, the patient could query their device and change to a tonic program using a pc with app version 2.0. Burst programming can only be performed using a cp with app version 1.1. A cp or pc with version 2.0 will not be able to set a device to a burst program, after the surgery mode sequence of events occurs. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.